Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-24151.

Manufacturer narrative:
Result - as received lead extension was inspected under the microscope revealed broken wires at the bottom of the strain relief of the extension head. The extension failed functional testing. The reported complaint was confirmed. The damage observed is consistent with the overstress conditions caused while the device is implanted. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.